Event description:
It was reported that device detachment occurred. The target lesion was located in the left main coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Microscopic inspection revealed the tip was stretched and detached from the imaging window. The tip was not returned for analysis.

Event description:
It was reported that device detachment occurred. The target lesion was located in the left main coronary artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable following the procedure.